Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center's picture freezes for a few seconds when the camera is moved. The customer worked with olympus technical assistance center (tac) to swap cables and troubleshoot, but the customer believes it is the unit. The issue was found during a procedure that was completed with the device; however, no additional information was known as the device has not been used in six months. There were no reports of patient harm.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Corrected data: h10 (the first sentence listed within manufacturer narrative on the previous follow-up report was incorrect. The correct manufacturer narrative has been provided below) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.